Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due to erosion and the urethra was given time to heal. A surgery was performed on (B)(6) 2025 where a new device was implanted in the patient. There were no additional patient complication reported.

Event description:
It was reported that the artificial urinary sphincter (aus) was explanted due erosion through the urethra. The aus was explanted. There were no additional patient complication reported.